Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Customer uncertain of different time segments and how they work, they want to ensure personal profile setting were entered incorrectly. Customer is uncertain if pump was programmed correctly. Customer blood glucose (bg) levels were 500 mg/dl. Customer declined to provide any information regarding how high bgs were addressed. Tandem technical support walked customer through programming settings and different time segments.